Manufacturer narrative:
The investigation into the hemolysis has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to root cause; only the clinical report was evaluated. Based on clinical information provided, the cause of the hemolysis issue was most likely due to improper positioning of the device based on the data log review. The failure mode will be monitored and trended.

Event description:
A 54 year old male noted as high risk percutaneous cardiac insertion (hrpci) presented for impella support. The user facility reported a pump prolapsing during a failed delivery attempt. A snare was required to remove the fragmented device from the patient. There was no injury or harm to the patient.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿